Manufacturer narrative:
Additional information was received that the issue was on the exhalation valve and there was no insufficient o2. This is not reportable malfunction. The exhalation valve was calibrated to resolve the issue.

Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.